Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture visual analysis of the photos identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: - red particles on the surface of the shell. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Hcp reported right-side rupture. Device has been removed and replaced.